Manufacturer narrative:
Investigation results: the device used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device has signs of wear and tear from use which might be making them to not stay on the stem. The device was manufactured in 2013. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the batch number. According to clinical/medical investigation, this complaint from the united states reports that the unipolar trial heads would not stay on the stem or broach trials. Reportedly, ¿the patient is fine, the procedure was finished using a change in the surgical technique¿. A different device had to be used to finished the procedure. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during total hip replacement the unipolar trial heads do not stay on the stem or broach trials. It was tried all 5 devices and the pop off non stop. A delay was reported of 10 minutes to 15 minutes. The procedure was finished using a change in the surgical technique. A different device has to be used to finished the procedure. The procedure was finished using 28 mm bipolar head.